Event description:
Boston scientific received information that following the implant procedure for this implantable cardioverter defibrillator (ICD) there was 600 ms of noise on the right ventricular (rv) pace/sense and shock channel following a 26 joule shock during defibrillation threshold (dft) testing. Dft testing was performed a total of two times and all lead measurements were within normal limits. The next day at the predischarge check there was one isolated pacing impedance measurements greater than 2,000 ohms. The rest of the measurements were within normal limits. There was no evidence of any non-sustained ventricular tachycardia (nsvt) episodes stored. The next day, the rv pacing impedance reported 'invalid data'. The shock lead impedance and atrial lead reported 'noise'. This was likely the result of interference during the daily measurements, as the patient was still in the hospital and was using a continuous positive airway pressure (CPAP) machine. During a commanded test the rv lead impedance was 470 ohms. Fluoroscopy had not been performed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated the patient did not present for their follow-up appointment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.